Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump keypad buttons stopped responding after the pump was exposed to water while swimming. The patient stated that the pump was rebooted and moisture was noted in the battery compartment and behind the display screen. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/19/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were found to be intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts. Evaluation revealed a cracked battery compartment, along with moisture damage observed in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was opened and internal moisture damage was observed.